Event description:
It was reported that the customer was hospitalized due to blood glucose levels greater than 400 mg/dl. It was stated that the customer was in the hospital at the time of the call. It was stated that the customer was not wearing the insulin pump at the time of the hospitalization, but the caller did not state how long the customer had been off the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.